Manufacturer narrative:
We are replacing part (B)(4) with a re-designed part using thicker material and updating user instructions.

Event description:
Metal actuator mounting support bracket failed. No patient injuries involved.